Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported for the last four to five months when they were driving they were intermittently experiencing a loss of stimulation, intermittent stimulation, and a loss of therapy. The stimulation change wasn't related to position movement, any recent emi exposure, or any falls or traumas. The patient programmer (pp) was used to connect with the implant which showed stimulation was off. It was noted that stimulation was currently off by choice. The manufacturer's representative (rep) was going to be meeting with the consumer on (B)(6) 2016 to check the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.